Event description:
It was reported that the customer was hospitalized for high blood sugar levels. The customer had been experincing hbg's for the past three days. The programming on the pump was accurate and it passed the leadscrew test. It was indicated that the cause for hbg was undefined. The customer will call back to finish further troubleshooting.